Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having intermittent low flow alarms for the past few weeks/month. Initially the alarms were attributed to hydration and blood pressure control, however the patient has had the low flow alarms despite optimization. This was initially believed to be due to volume status, but a computed tomography angiography (cta) scan was suspicious for a possible outflow graft kink. Log file review confirmed the intermittent low flow events and low flows were noted between (B)(6) 2022 5:04 - 5:48 with flow as low as 0.2 lpm , and on (B)(6) 2022 at 5:08. Flow recovered back to the 2.5 lpm threshold at 5:58 on (B)(6) 2022 with continued intermittent low flow events hovering around the 2.5 lpm mark. These events were in the presence of elevated pi and were not sustained long enough to trigger the audible alarm. An echocardiogram was performed on (B)(6) 2022. It was difficult to see the right ventricle but the left ventricle looked underfilled. This was done with pump speed at 5300 and the speed was dropped down to 5100.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft kink could not be confirmed as no images were submitted and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), is not available for investigation. Low flow alarms were confirmed by review of the submitted log files and the onsite evaluation by an abbott representative; however a specific cause for the low flow events could not be determined though this evaluation. It was reported that the patient had intermittent low flow alarms. Initially the alarms were attributed to hydration and blood pressure control; however, the low flow alarms continued despite optimization. This was initially believed to be due to volume status, but a computed tomography angiography (cta) was suspicious for a possible outflow graft kink. An echocardiogram was performed on (B)(6) 2022. It was difficult to see the right ventricle, but the left ventricle looked underfilled. The pump speed was decreased. The submitted controller event log file captured mainly intermittent, but also a few sustained low flow alarms from 03apr2022 through 05apr2022 when the pulsatility index (pi) was elevated. Of note, a transient decrease in flow as low as 0.2 liters per minute (lpm) was captured on 04apr2022 associated with a decrease in pi values. The pump appeared to operate as intended at the set speed for the duration of the file. Controller software version 1.7 that establishes a reduced low flow hazard alarm threshold of 2.0 lpm was successfully installed on both system controllers on 12apr2022 without issue. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 4 of the IFU explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: motor instability and rotor noise events were captured in the log files. Although a specific cause for these events cannot conclusively be determined, the log file data is potentially consistent with some material, such as a thrombus, being ingested into the pump and contacting the rotor. The report of an outflow graft kink could not be confirmed as no images were submitted and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), is not available for investigation. Review of the submitted log files confirmed low flow alarms; however a specific cause for the low flow events could not be determined though this evaluation. The submitted controller event log file captured mainly intermittent, but also a few sustained low flow alarms from 03apr2022 through 05apr2022 when the pulsatility index (pi) was elevated. Of note, a transient decrease in flow as low as 0.2 liters per minute (lpm) was captured on 04apr2022 associated with a decrease in pi values. The pump appeared to operate as intended at the set speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.